Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs), alleging that their one touch verio iq meter had displayed error 4 messages and unknown error messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error 4 message first occurred on an unknown date and time prior to contacting lfs. The patient reported that he does not take any medications to manage his diabetes and it was unclear if he made any change to his usual diabetes management routine as a result of the alleged product issue. The patient denied that he developed any symptoms. However, on an unspecified date and time the patient reported taking food and drink. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and he followed the correct testing steps. Cca also noted that the test strips were within their expiry date and had been stored correctly and the test strip completely drew in the blood sample. However, during a retest the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.